Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 286 mg/dl. Reportedly, the cause of the impacted bg level was unknown. The customer delivered correction boluses via the pump to stabilize impacted bg level.